Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was non-functioning with no output and had ¿no telemetry from wand¿ and no magnet response. Three months prior, the ipg was noted to be nearing elective replacement indicator (eri). The device was explanted and replaced. It was further reported that the right atrial (ra) lead had high thresholds and was not pacing in bipolar at the highest outputs. In addition, the lead had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.